Event description:
International affiliate reports that valve was implanted and set at 30 mm h2o for the pt with low intracranial pressure. The pt showed no improvement and the valve was exchanged. The surgeon has requested analysis of the revised valve.